Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 510(k) number not available at time of this report. Onsite analysis of the system found that the system's battery indicator was low due to heavy use of the motion batteries. The site was driving the system while doing 3 cases. After the last case was performed for the day, the system was parked and charged overnight. The next morning there were no issues and the battery indicator was full. The system was found to be performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that that the system was charged overnight, but the system allegedly was not holding charge and the power would drop quickly. There was no patient present when this issue was observed.